Event description:
The user facility reported via medwatch report mw5165175 that their revital-ox sponges are "falling apart" while being used to clean endoscopes. No report of injury.

Manufacturer narrative:
Steris evaluated the reported event and determined it does not meet our reporting criteria as the product subject of the reported event is not a medical device. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. No additional issues have been reported.